Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the user identified foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: fm in tube.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, the user identified foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: "fm in tube.

Manufacturer narrative:
H6: investigation summary: bd received 1 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for particulate matter with the incident lot was observed. Additionally, the customer sample was evaluated by visual examination and ftir testing and the indicated failure mode for particulate matter with the incident lot was observed. Based on the analysis, the major ftir spectral peaks are accounted for by a mixture of bromobutyl rubber an mod release residue with edta additive content from production. The material was determined to be a piece of the dark grey stopper component used in the tube assembly process. The root cause of the loose stopper material would be a stopper trim defect occurring during the rubber stopper manufacturing process. Bd has further initiated further root cause investigation relating to the issue of stopper trim defect through corrective and preventive actions (CAPA 796739). Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.